Event description:
It was reported that during the implant lead being stuck in the septum and helix was unable to retract on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.